Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported an incident blood glucose value of 22 mmol/l. Troubleshooting was performed. The event involved product(s) mmt-1885. The customer has not been using the insulin pump system within 48hrs of the reported high blood glucose event. The customer reported receiving a replace battery alert/replace battery now alarm and a short battery lifetime. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No further patient complications were reported. The customer was instructed to continue to use the pump until replacement arrives if they install a new battery. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. However, the pump failed the active current measurement and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 11/30/2024 at 00:15:00.000, 11/27/2024 21:08:00.000, and 11/25/2024 at 19:39:00.000. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. In further full review of the pump history on the event date of [05-dec-2024] bolus daily delivery total was [20.025u]. Basal daily delivery total was [11.675u]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, and stained keypad overlay. Customer alleged for unexpected low battery alert confirmed in the pump history and pump received with a high sleep current measurement and active current measurement, problem isolated to the electronic stack. Unexpected battery power loss was confirmed, suspecting hardware issue. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.